Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation since it was reportedly discarded by the user facility. Therefore the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. The case will be closed from olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that some days after a transurethral resection of the bladder tumor in saline (turis-bt) procedure, the patient returned to the hospital with fever, abdominal pain and constipation. A CT scan revealed a peritonitis and a perforation of the small intestine was found and treated during a follow-up laparotomy. However, there were no reports of any device malfunctions and the turis-bt procedure was completed with the same set of equipment. Furthermore, the patient reportedly recovered after the laparotomy.

Manufacturer narrative:
A material or quality problem can be excluded since a manufacturing and quality control review was performed for the eligible lot numbers of the hf resection electrode without showing any abnormalities.